Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer service representative (csr) documentation since the patient and/or reporter were unable to be reached by phone for additional information. The patient stated that the alleged meter issue began am on (B)(6) 2017. The patient reportedly manages her diabetes with a combination of oral medication, diet and exercise. The patient denied making any changes to her usual diabetes management regimen in response to the alleged meter issue. Approximately 6 days after the meter issue began, the patient developed the symptoms of "hot flashes" and "words slurring". At approximately 10.30 pm on (B)(6) 2017 the patient received treatment at a hospital; the exact details of the treatment are unknown. At 10.30 pm the patients blood glucose was measured on a hospital device with a reading of "500 mg/dl". A later reading was also performed, with a reading of "250 mg/dl" at 3 am the next morning. During troubleshooting the csr confirmed that this was not the first usage of the device and that it had not been misused. It was confirmed that the patient was using the correct test strips and that the meter would not power on via either their insertion into the device or through pressing the power button. Based on the information provided by the patient the meter batteries did not require replacement. The issue could not be resolved with training. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.